Manufacturer narrative:
Expiration date: 12-2005/ date of manufacture: 12-2003. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead had migrated and the patient had lost coverage. Surgical intervention was taken to replace the scs system. Reportedly the patient has good coverage and stimulation with the new system.